Manufacturer narrative:
This report is associated with argus case (B)(4), corega tabs. Corega tabs is marketed as polident tablets in the us.

Event description:
Accidental ingestion. Ingested the solution by mistake (he mistook/confused corega tabs with vitamin c tablet). [Wrong product selected] case description: this case was reported by a consumer via out of hour services and described the occurrence of accidental device ingestion in a (B)(6) male patient who received denture cleanser (corega tabs) unknown (batch number (B)(4), expiry date march 2018) for product used for unknown indication. On an unknown date, the patient started corega tabs. On (B)(6) 2016, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong product selected. On (B)(6) 2016, the outcome of the accidental device ingestion was recovered/resolved. On an unknown date, the outcome of the wrong product selected was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. Additional information. The reporter (patient's wife) reported that her husband dissolved one tablet of corega tabs in water and ingested the solution by mistake (he mistook/confused corega tabs with vitamin c tablet). The patient remained asymptomatic until the report moment. Follow up information received 29 august 2016 the consumer reported that on (B)(6) 2016 he ingested corega tabs by error at night because he confused it with vitamin c . He informed that after the maladministration he did not present any reaction or nausea. He also said that he uses the product corega tabs to clean his dental plaque. The consumer provided his demographic details and informed that he does not use any concomitant medication.